Event description:
The customer alleged the audible alarm was intermittent. The customer support engineer inspected the device and could not duplicate the alleged event. The cse replaced the audible alarm assembly as a precaution. It is not verified that alarm failed to function, and no malfunction may have occurred.